Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller on how to firmly press the button and assisted in removing the pump from its case, but the issue persisted. As a result, a replacement pump was arranged, and the customer opted to use multiple daily injections (mdi) as backup therapy. The caller was also instructed to put the problematic pump into storage mode and return it using a prepaid label within 10 days, which they acknowledged.